Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer confirmed instances of cartridge alarms with consecutive cartridges, and as a resolution, technical support decided to replace the pump. The customer was instructed to return the problematic pump using a provided return box and pre-paid label and was guided on how to handle the replacement pump upon receipt.